Manufacturer narrative:
Correction: the previous or initial MDR submitted on december 15, 2017, was filed inadvertently. There was no infection or serious injury has occurred.

Manufacturer narrative:
This report is submitted on december 15, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the abutment site. Additional information was requested; however, not made available as of the date of this report.

Manufacturer narrative:
Additional information was received: it was reported that the patient experienced skin overgrowth at the abutment site. Subsequently, revision surgery under a general anaesthetic was performed (date not reported) to remove osteomas around the abutment site and the abutment was replaced with a longer abutment. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Excessive skin thickening and skin growing over the abutment are relatively common soft tissue complications. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.